Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately fifteen months post proximal right coronary artery stenting procedure with a 3.5x15 xience v stent, the patient experienced chest pain. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization for in-stent restenosis in the index target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. Though requested, there was no additional information provided.